Event description:
It was reported that the surgeon attempted to insert a +20.0 diopter cc4204bf collamer single piece lens and the lens tore. There was no pt contact or injury. The reporter stated when the lens was being ejected. The lens felt in tight in the cartridge and the surgeon felt the cartridge was defective.

Manufacturer narrative:
The product pertaining to this complaint was not returned for evaluation. However, the lens was returned and visual inspection found a piece of the lens optic and one haptic torn off and missing. There was evidence of clear surgical residue. It should be noted that the cartridge, injector and foam tip injector were not returned for evaluation.